Event description:
The patient underwent implantable cardioverter-defibrillator (ICD) change-out and laser lead extraction of right ventricular quattro lead on [date redacted]. The quattro lead had earlier been determined to be fractured four years ago, but the patient had a four-year delay in seeing his cardiologist until recently. Device interrogation (four years ago) finds battery at 2.65v, sprint quattro with high impedance, high frequency rr intervals consistent with lead fracture. All ten shocks reviewed, all inappropriate. H&p: "patient is a male with a history of familial sudden cardiac death (scd) and long qt syndrome type 2 (lqts2) who underwent prophylactic ICD implantation by___ pediatric electrophysiology who presents with multiple ICD shocks. Upon device interrogation, it was found that all shocks were inappropriate and due to signal artifact. He has a sprint quattro lead and reports no known trauma, although he does report falling through a ceiling and catching himself in between two rafters. He reports no prior loss of consciousness, no history of appropriate ICD therapy. He reports he was tested, identified as lqts genotype 2, and because of a personal desire to avoid beta-blockers, was offered an ICD." The patient was discharged home, to follow-up with the implanting cardiologist. Cardiology note: the patient's device interrogation at that office visit with doctor showed an impedance of greater than 3000 ohms on the right ventricular lead. The patient paces 2% of the time from the atrial lead. The patient underwent the change-out of the ICD and laser lead extraction with no complications.